Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the portions of the touchscreen have become unresponsive. Reportedly, intermittently the "1" button on the unlock screen, and the "1 and 7" button on the bolus screen are unresponsive to presses. Customer stated that due to the "1 and 7" button being unresponsive they have had to round their values when entering them into the pump which has cause a larger than needed bolus to be delivered. Customer stated due to this issue they have experienced low blood glucose levels (54 mg/dl). Customer drank orange juice and consumed glucose gel to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.